Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an emergency procedure, the knife moved all the way but did not return to home position at the 1st firing. The knife reverse switch was used to return the knife. The device was use on the rectum. The target tissue was very thick. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.